Manufacturer narrative:
Complaint stems from the pouches having water inside when opened; most likely root cause: process defect; an insufficient pouch seal. In general - as wraps heat-up and cool, condensation (moisture/water droplets) are generated. A small pouch leak can cause the wrap to prematurely heat up inside the wrapper, which subsequently cools, and produces condensation inside the pouch which was noted by the consumer. Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. All in process procedures were followed, and all release criteria met, however, there is the potential for this defect to occur. After a review of the leak data the batch did not have any leak results outside the release specifications. Once a pouch is open an insufficient pouch seal cannot be confirmed

Event description:
Event verbatim [preferred term] two boxes that are leaking water from the packets/ when he opens each packet, clear liquid leaks out [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A male patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: l75975, expiration date: apr2018) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported he purchases the heatwraps very often and loves the product. He stated he has two boxes that are leaking water from the packets. The box looks fine and the packets are sealed and intact, but when he opens each packet, clear liquid leaks out. Action taken with the suspect product and clinical outcome of the event were unknown. Additional information received from product quality complaint (pqc) group included investigation results. Complaint stems from the pouches having water inside when opened; most likely root cause: process defect; an insufficient pouch seal. In general - as wraps heat-up and cool, condensation (moisture/water droplets) are generated. A small pouch leak can cause the wrap to prematurely heat up inside the wrapper, which subsequently cools, and produces condensation inside the pouch which was noted by the consumer. Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. All in process procedures were followed, and all release criteria met, however, there is the potential for this defect to occur. After a review of the leak data the batch did not have any leak results outside the release specifications. Once a pouch is open an insufficient pouch seal cannot be confirmed. Follow-up (15aug2016): new information received from product quality complaints (pqc) group included: product quality investigation results. No follow up attempts needed. No further information expected. Follow-up (12jul2016): this follow-up report is being submitted to upgrade this case to a reportable medical device report. Company clinical evaluation comment the event "two boxes that are leaking water from the packets/ when he opens each packet, clear liquid leaks out" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "two boxes that are leaking water from the packets/ when he opens each packet, clear liquid leaks out" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.